Manufacturer narrative:
At this time, the revision procedure has not been rescheduled. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right atrial (ra) lead and right ventricular (rv) leads noted noise during ventricular tachycardia (vt). The patient was dependent on atrial therapy and the noise resulted in long pauses greater than two seconds. The rv lead noted impedance measurements greater than 2,000 ohms. It was indicated a lead revision procedure would be performed. The revision was canceled as the patient developed a skin infection. No adverse patient effects were reported.